Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 3006705815-2021-02997. It was reported the patient had the entire scs system explanted. Reportedly, the patient stated the stimulation was ineffective during the past year despite reprogramming. There were no complications during procedure.